Event description:
The dealer alleges the consumer said that he was driving his van and the egg switch fell off the side and got lodged under the seat causing the back to tilt which cracked the side rails and bent the center seat frame on a 3gtq3-cg power chair.